Event description:
It was reported that the patient had charging issues and underwent an ipg replacement procedure. The old ipg was replaced with an MRI capable device and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred for more than a year.